Event description:
A consumer reported that following an intraocular lens implant procedure, colors have a cooler, bluish tint. The consumer reported she paints nature and this has affected her artwork. Her fellow eye has a cataract and retina damage due to a previous injury. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).